Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system was unable to take x-ray shot as the system was not producing x-ray. No patient was present at the time of event.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000171r, product ID: bi71000556, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found imaging acquisition system pendant generator disabled. Checked detector or detector interface connections and leds. Detector interface board had a blinking red led. Found an error message on the imaging acquisition system application or x-ray detector error or attempting to open connection network not enable or network status was down. Bypassed ethernet connection from imaging acquisition system pc to rear cab board with satisfactory network connection. Replaced interconnect cable. Replaced pendant plungers due to pendant not swiveling. Ran a system checkout as per user manual guidelines and checklist. System was given back to customer as ready to use on clinical cases with satisfactory results. MDR codes: b01, c07, d02. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "unable to take x-ray shot." Installed umbilical cable into test system. X-ray failed to ready upon boot up. Visual inspection showed damage to cat-6 cable in the umbilical assembly. Faulty cable. MDR codes: b01, c07, d02. Returned date: 2025-03-11 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, serial/lot #:(B)(6) rev. D, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.